Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead had failed to sense. The physician decided to abandon the implantation of the ra lead. The patient was in stable condition.